Manufacturer narrative:
(B)(4). Evaluation results: (endoleak, graft migration). Results and conclusion: (disease progression and aortic neck dilatation).

Event description:
An aneurx abdominal stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 9.5 years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that approximately 1 month ago, the patient returned for a routine follow-up when it was noted that the stent graft had migrated 3 cm distally, resulting in a proximal type I endoleak. At the time of migration, the aortic neck was 32-33 mm in diameter and straight. The migration was attributed to disease progression and aortic neck dilatation. It was also noted that the stent rings of the bifurcated stent graft were both fractured and completely separated from the graft fabric in three locations. The physician elected to intervene 5 days later with another manufacturer's aortic cuff, which successfully resolved the migration and endoleak. No additional clinical sequelae were reported, and the patient is fine.